Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to emergency room with syncope and asystole. The right ventricular lead was malfunctioning with intermittent/no capture when patient moved right arm and a partial lead fracture suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.